Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient stated that 'everything seemed bright'. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Add'l and corrected info was provided by the surgeon. The surgeon indicates that he does not believe that there was an adverse event or malfunction associated with the intraocular lens (iol). The pt has symptoms of light-sensitivity.